Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that two ozark screws backed out of an ozark plate approximately six months post-operatively. The patient has not experience adverse consequence and revision surgery is not planned at this time. This record captures the ozark plate.

Event description:
A physician reported that two ozark screws backed out of an ozark plate approximately six months post-operatively. The patient has not experience adverse consequence and revision surgery is not planned at this time. This record captures the ozark plate.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. However, the x-ray provided did not show any signs of damage to the ozark plate. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Ozark view and guide cervical systems surgical technique was reviewed and the following relevant information was identified: the ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90 so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Note: plate geometry should prevent the locking cover from rotating beyond the intended 90. Do not rotate the locking cover past the clockwise stop on the plate. With the information available for investigation, it cannot be determined how the possible dynamic motion present between the screws and the plate might have contributed to the failure. Potential root causes could not be established for this event, with the provided details.